Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the following: a leakage was found in the scope cover and the distal end insulation test failed; the water tightness was lost due to wear of the suction cover packing; the air/water cylinder and suction cylinder had no color; there were scratches on the switch box, plug unit, and universal cord; the scope connector cover had corrosion due to water leakage; the insulation resistance value at distal end does not meet the standard value, due to burn on the plastic distal end cover; the play of up/down knob is out of the standard value, due to wear of angle wire; the objective lens was chipped, the light guide lens was cracked, the bending tube was deformed, and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, the gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the returned device, there was foreign material remains in the air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.